Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Patient reported that the cannula was bent, and that her blood glucose level reached above 400 mg/dl. Pod was worn about 12 hours.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Although a kink was noted, it was considered to have occurred post use as there was no struggle observed in the pods downloaded data. No further damages were noted that would result in a deficiency to deliver insulin. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.